Event description:
Dealer advised end user stated when going over a threshold the suspension locks up. End user advised he has to rock back and forth and then it runs again. Dealer could not duplicate issue, spoke with tech, no injury, dealer could not provide any further information.